Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (type of investigation, investigation conclusions) h11: corrected data: corrected section b2 as other serious (important medical events) was check marked and should have not been marked on the initial FDA report. Corrected section h6 (device code), h10 (additional manufacturer narrative) handles or sizers that fragment when in use within the operative field have the potential to result in a piece being retained in the heart that could then embolize when the patient's heart begins beating. This has the potential to cause a stroke or myocardial infarction. The root cause of this event cannot be determined with the available information. It is unknown how many sterilization processes or how many times the sizer has been used. Attempts have been made to obtain product for evaluation. The device has also not been returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial/lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Manufacturer narrative:
The root cause of this event cannot be determined with the available information. It is unknown how many sterilization processes or how many times the sizer has been used. The device has also not been returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Follow-up for additional details regarding this event as well as the device return is currently in progress. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a 23mm magna ease sizer broke during a case in the field. The customer denied any injury to the patient. The sizer is available for return.